Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the dermatome was set up to take a 17 mm thickness (a 15 blade) graft from the patient's thigh for a reconstructive procedure. They were attempting to take a graft about four inches long by three inches wide. The dermatome worked normally for about one inch then began to buzz but there was no cut. The user attempted to take the graft twice. The graft that was taken was of varying width. The handpiece was changed and the device then worked well. The first graft that was taken could not be used. A further graft had to be taken from the same site. The procedure took about 20 minutes longer than it should have, and the patient has a bigger donor site because of the malfunction. The graft was for a reconstruction procedure on the arm. The patient was about (B)(6).